Event description:
The consumer's family member reported that stim was turning off itself intermittently. The patient was in the living room and the programmer was in the bedroom. She felt the stim turn off and she did not use the programmer to turn it off. She described the steps in which she used the programmer to connect to the implantable neurostimulator (ins). Patient services spoke to the manufacturers' representative and the rep checked the impedance of the leads and interrogated the ins; it was functioning as it was meant to. They did troubleshooting with the programmer and it was also functioning as it was meant to. The issue started in (B)(6) 2015. Additional information from the consumer reported that there were no issues when the battery was checked. The patient was educated on the controller and the patient seemed to use it properly. The patient was indicated for gastrointestinal/ pelvic floor. No further information was reported about this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.